Manufacturer narrative:
The product is not being returned for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. Report 4 of 5.

Event description:
It was impossible to pass the sleeve into a 2.0 mm incision. No other information available.

Manufacturer narrative:
During an internal review, it was identified that the medwatch report for this event was submitted to FDA with an MDR number that was generated using (B)(4) as the registration number. The correct registration number that should have been used to generate the MDR number is (B)(4).